Event description:
The customer reported that prior to the procedure, the system displayed an error code. The patient had not yet received anesthetic, and no incision had been made. The case was cancelled.

Manufacturer narrative:
The company service representative examined the system and replaced the fluidics module, cpu battery, shim slide and disc slide, and a vitrectomy probe connector. Investigation, including root cause analysis is in progress.